Manufacturer narrative:
A review of the device history records (DHR) indicated the order was built to specification. A sample had not been returned for this complaint; therefore, the visual inspection and the functional testing could not be performed. The root cause of the customer's complaint could not be determined as a sample was not returned for this complaint. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was no vacuum during a cataract procedure on the right eye. The product was replaced and the procedure was completed. There was no harm to the patient. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One wet cassette was returned for this complaint. The sample was visually inspected and no obvious defects were found. It was noted that the drain bag was detached from the cassette cover due to saturation. The sample was functionally tested and passed all aspects of functional testing. The sample was able to reach a maximum vacuum within specification. The irrigation and aspiration flow rates were within specification. No leakage occurred during testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).